Event description:
The customer reported that the sys locked up and then would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The 12a input fuses were replaced. The system was tested and found to be working as intended and put back into svc.